Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device available for evaluation? Yes. Returned to manufacturer on: 04/12/2018 device returned to manufacturer? Yes. Device evaluation: the preloaded insertion system was returned in its original box to the manufacturer. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection was performed using microscope magnification. The lens was stuck at the cartridge tip section with a ¿deformed tip¿. The lens protruded through the side of the cartridge tip creating a ¿cartridge crack¿. The reported issue was verified on the return product. There was no evidence to suggest that the returned complaint product has been affected by the manufacturing process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that pcboo intraocular lens (iol) was stuck in the cartridge, but partially delivered into the right eye (od). It was noted that iol came out the cartridge sideways. Surgery was completed using replacement lens with the same model. There was no patient injury reported and there was no surgical intervention required. No additional information provided.